Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, swelling and the left side is rippled so bad that it is indenting so the nipple has folded.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade unknown. Patient reported swelling and the left side is rippled so bad that it is indenting so the nipple has folded over. Device remains implanted.